Event description:
A nurse reported that it was not possible to empty the cassette during the removal of lens nucleus in a cataract surgery. The drain bag was empty and the cassette full. The irrigation/aspiration function was deactivated. Mechanical attempts made to unblock the flow in the cassette were unsuccessful so another pak was opened. There was no delay and no patient harm confirmed. Additional information has been requested but not received to date.

Manufacturer narrative:
Evaluation summary: a review of the manufacturing records of the pak did not reveal any related non-conformity during manufacturing for this product. The pak met specifications at the time of release. The cassette with tubing and drain bag was received for evaluation. A visual assessment of the returned sample showed no obvious nonconformities. Using a calibrated and a functional handpiece a system message (sm) was displayed. The system stopped all functions, drained the cassette into the drain bag, and function was restored in about 30 seconds. The sample was found to be functioning as intended and no problems were found. The root cause cannot be determined conclusively.

Event description:
Additional information provided by the nurse who confirmed that during the removal of the lens nucleus, a system message was displayed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.additional information has been requested but not received to date.(B)(4)